Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (service code 107) was due to broken wires in the back-up battery. Incoming testing confirmed the functionality of the ECG acquisition and pulse delivery circuitry. The monitor passed essential performance testing. Patient protection was not affected. The abnormal shutdowns did not occur during any arrhythmia detection. The abnormal shutdown condition only introduces the patient to additional risk in the event that there are multiple abnormal shutdowns during arrhythmia detection that delay a potential treatment for more than 2 minutes from the onset of the arrhythmia. However, upon further investigation, a reportable malfunction was found. The r45 resistor on the computer/analog board had thermal damage, causing the monitor to not pass its baseline. The root cause for the damaged backup battery wires and the r45 resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.